Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation, and since 6 years and 2 months have passed since manufacture, it is likely that the event occurred due to aging degradation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s request was confirmed due to a quantum board (qb). A minor crack on the corner of the housing was found. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported image issues on a liquid crystal display (lcd) monitor. The issue occurred during preparation for use. There was no patient harm or injuries reported. No additional information has been obtained.